Event description:
Customer reported that the device would not shock defibrillation energy. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control has received device and evaluation is anticipated. Physio-control will submit a supplemental report on this event to the FDA.